Event description:
It was reported by the customer the device was used in a heart procedure. It was reported the device, from a ktv13 kit, would only expel a clip every other firing, then stopped firing completely. Another al236 was opened to complete the case. There was no consequence to the pt.